Event description:
Philips received a complaint by the customer on the v60 indicating that there was a failure in flow measurement, exceeded the permitted flow values. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a failure in flow measurement, exceeded the permitted flow values. The remote service engineer (rse) stated that a replacement of the gas delivery system (gds) will occur. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Multiple attempts have been made on 03sep2025, 17sep2025, and 08oct2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.